Manufacturer narrative:
The device pictures provided by the customer were reviewed. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The facility reported an increased upstream occlusion alarm frequency post-implementation of the v9.02.01 software update with the spectrum iq infusion pumps. It was further reported that while using a spectrum pump (serial number not provided) during taxol infusion (room temperature medication) at 181 ml/hr, there were seven (7) upstream occlusion alarms within 50 minutes of infusion. No visual occlusions were noted, and the registered nurse restarted the infusion. After the fifth alarm, the nurse adjusted head height. There was no report of patient injury or medical intervention associated with this event. No additional information is available.